Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Physical damage of a cord would be readily noticeable to the user. The user would notice any integrity issues with the surrounding insulation (outer covering) when plugging or unplugging the device into the electrical outlet. If found to be damaged, the power cord and device would be immediately removed from use. The power supply cords, by design, meet (iec 60601-1-6 usability standard), (iec 60245-1:2003, annex a, designation 53) or (iec 60227-1:1993, annex a, designation 53). Additionally, specific electrical safety standards apply to each product and subsequent applicable usability testing. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
UDI related data quality updates only. This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).